Manufacturer narrative:
H3: analysis of the ins found that it had a reduced capacity due to overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's system was not working at all and not providing pain relief. It was unclear if the patient had been maintaining their system or not. The hcp was transferred to page a manufacturer representative. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s case manager, trying to schedule a reprogramming for the patient. They stated that the doctor¿s office was requesting that the manufacturer contact their office to schedule an appointment for the patient. It was reviewed that typically the healthcare provider (hcp) was the one to contact the manufacturer directly in order to schedule an appointment with a manufacturer representative (rep) for an appointment. They stated that they had been back and forth between the hcp and the manufacturer about scheduling something for the patient so technical service sent reached out the local reps. The rep replied stating they would contact them. No further complications were reported/anticipated.